Event description:
The customer reported the pt's tracheostomy tube leaked air from the cuff within a few hours of placement in the pt. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.